Manufacturer narrative:
All parts reported for this event were returned and evaluated for the complaint that the tips have broken. Based on the product evaluation, the complaint for this part and lot was confirmed with a broken tip. Based on the product evaluation, the most-likely underlying cause of the complaint was determined to be the excessive force experienced during use outside of the intended use. There are no indications of manufacturing defects. This is report 2 of 4 for the same event. Reports 1, 3, and 4 are reported on MFR #0001032347-2016-00053-2, 0001032347-2016-00126-1, and 0001032347-2016-00127-1.

Manufacturer narrative:
The device evaluation is anticipated, a follow up report will be sent upon completion of the product evaluation. Report two of four for the same complaint; see also 0001032347-2016-00053-1, 00125, 00126 and 00127.

Event description:
The facility reported four (4) 301 elevators broke at the tip during four different procedures. The dates and specific case details were unable to be provided, however it was confirmed that all parts of the instruments were retrieved and no adverse events were reported.